Manufacturer narrative:
(B)(4). Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. However, abnormal or severe pannus growth can eventually affect the function of the valve. In this case, the explanted device was not returned to edwards for analysis. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm bioprosthetic mitral heart valve was explanted after seven (7) years due to a combination of pannus, degeneration, stenosis, and mild regurgitation. Through obtained information, it was learned the pannus at the base of the posterior leaflet was preventing the full opening of the leaflets. A 27mm pericardial bioprosthesis was used in replacement and the patient was listed as hospitalized in stable condition, post-operatively.